Manufacturer narrative:
The hospital biomed replaced the battery to resolve the reported issue. Customer contact reports no patient information available. (B)(4).

Event description:
The hospital reported a battery failure alarm during while transporting a patient causing a loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.